Event description:
It was reported that the patient presented to the emergency department with symptoms of dizziness. A remote transmission indicated intermittent far field r-wave (ffrw) oversensing of the atrial lead on the current electrogram. The lead remains in use. No further patient complications have been reported as a result of this event.